Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gas trointestinal / pelvic floor. It was reported that the patient is having the device removed on the day following this report due to it never working. The patient stated that the reason she thinks it did not work was because it was put in her right leg, and due to her having sciatic nerve issues, whenever she would turn the stimulation on, her leg would cramp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they tried adjusting the remote/programming, but the therapy never working was not resolved. They mentioned that right leg nerve issues led to the circumstances of the therapy never working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.